Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the lead was removed due to coil fracture. The physician pulled the lead back out through the sheath. The physician needed to reposition the lead and did not want to lose venous access. While pulling the lead out, the lead was damaged. A new right ventricular lead was implanted. No patient complications were reported as a result of this event.